Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp0393 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the resistance was very high when the catheter was flushed during the catheterization, and the front end was severely blocked.

Event description:
It was reported that the resistance was very high when the catheter was flushed during the catheterization, and the front end was severely blocked.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of resistance during infusion was unconfirmed since the problem could not be reproduced. One 4 fr single-lumen groshong PICC was received with the stylet in the lumen. The product appeared unused. A microscopic examination of the sample revealed no occlusions within the catheter or stylet flushing connector. A functional test of the device revealed that the catheter and stylet connector were patent to infusion and the 3-position valve functioned for aspiration. No resistance or occlusions were detected. The 3-position valve length was within specification. No defects related to the manufacturing process were noted on the complaint sample. Since the problem could not be reproduced, the complaint was unconfirmed. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.